Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set fell off within 24 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.